Event description:
It was reported to arjo representative that there was incident involving arjo maxi move passive floor lift and passive clip sling. During transfer from a toilet to a bed, the left leg clip detached from a spreader bar attachment point (lug). The patient slipped out of the sling. As the consequence of the incident a resident sustained skin tear on the back of a right knee. Due to pain in the right shoulder, the patient was sent to the hospital to conduct an x-ray, which showed no signs of injury. The patient returned to the facility early in the morning the next day. Additionally, arjo was informed that the patient passed away the next day after the incident occurred.

Event description:
Please note that unique identifier was added in section d of this report.

Manufacturer narrative:
Please note that unique identifier was added in section d of this report.